Event description:
The customer returned this device upon suspicion of presence of liquid silicone in all channels following a dysfunction in the maintenance operation of the water system, which supplied water to the automatic endoscopy reprocessor used for reprocessing the device. There is no reported harm to any patient.

Manufacturer narrative:
The returned device was evaluated. The presence of remains of any chemical product was not confirmed. However, as a preventive measure, the nozzle unit, biopsy channel, air/water channel, jet channel, air water cylinder, suction cylinder, channel mount unit, and ks mouthpiece were replaced. In addition, it was observed that the distal end rubber coating gluing was worn out, the distal end cover was scratched, the light guide lens was chipped, the knob had play, and angulation was less. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction being made to become aware date of the initial MDR and additional details of the event. This supplemental report is being submitted to provide this information. Please see the updates in sections. Become aware date for this event is (B)(6) 2021. This issue of the device was observed just after reprocessing. The device was not used on any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. As silicone was not found remaining in channels of the subject device, it was presumed that there was no problem with the user's handling, reprocessing, facility equipment or the like. Olympus will continue to monitor field performance for this device.